Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was found to have a damaged air detector that was found during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seals intact. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. The investigation found the air detector loose and contaminated. This was found to be the cause of the reported problem. In the event history log, multiple high alarm: cassette not attached properly error was displayed. It was thus recommended that the air detector and downstream occlusion sensor be replaced as corrective actions. The root cause was traced to customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-17399]. The report was submitted in error.